Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an under infusion of normal saline occurred during recovery following a procedure for a gastrostomy-jejunostomy tube exchange. The procedure took place in interventional radiology with propofol administered continuously and in small boluses throughout the case. In recovery, the patient was given an infusion of one liter of normal saline with a rate of 999ml/hr and volume to be infused (vtbi) of 999ml. After approximately one hour the nurse noted the the devices displayed 37ml remaining in the infusion. However, there appeared to be approximately 200ml remaining in the bag. The clinician reprogrammed the pump with a vtbi of 150ml. When the device indicated the infusion was complete, it was noted approximately 100ml remained in the bag. The clinician reprogrammed the infusion with a vtbi of 100ml. Upon completion, it was noted approximately 50ml remained in the bag. The clinician noted the tubing ports flushed easily and they did not observe in bends or kinks in the fluid line. There was patient involvement but no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that an under infusion of normal saline occurred during recovery following a procedure for a gastrostomy-jejunostomy tube exchange. The procedure took place in interventional radiology with propofol administered continuously and in small boluses throughout the case. In recovery, the patient was given an infusion of one liter of normal saline with a rate of 999ml/hr and volume to be infused (vtbi) of 999ml. After approximately one hour the nurse noted the devices displayed 37ml remaining in the infusion. However, there appeared to be approximately 200ml remaining in the bag. The clinician reprogrammed the pump with a vtbi of 150ml. When the device indicated the infusion was complete, it was noted approximately 100ml remained in the bag. The clinician reprogrammed the infusion with a vtbi of 100ml. Upon completion, it was noted approximately 50ml remained in the bag. The clinician noted the tubing ports flushed easily and they did not observe in bends or kinks in the fluid line. There was patient involvement but no harm to the patient.